Event description:
As reported, the patient had an initial left tsa on (B)(6) 2021. The patient presented in (B)(6) 2021 and had developed redness over her incision and pain a week ago due to fear of infection. Irrigation & debridement was done as well as antibiotic beads & poly swap. The patient was revised on (B)(6) 2021. The case report form indicates that this event is definitely not related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2021.

Manufacturer narrative:
Pending investigation. D10: serial number item number and full description: (B)(6), 320-15-06 - rs glenoid plate ext cag +10mm cage peg. (B)(6), 320-06-42 - glenosphere 42mm. (B)(6), 306-01-08 - equinoxe, humeral long stem 8mm 175mm. (B)(6), 320-10-10 - equinoxe reverse tray adapter plate tray +10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4, h6 . MDR section codes updated/corrected: b, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.